Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient underwent surgery for fractured leads. The fragments of the leads were unable to be removed and was left implanted. A new lead was implanted at the s1 instead to provide valid therapy.

Event description:
Information indicates only one lead (sn (B)(6) was fractured. The fragment of the leads was unable to be removed and was left implanted. There is no issue with the other lead (sn (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data h 6 : type of investigation. As reported in follow-up report 2, there is no issue with the other lead (sn 19417004). Hence, this report/device is no longer reportable.